Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a defective angle. The device was returned for evaluation. No reports of patient harm. During the device evaluation, the following reportable malfunction was found, nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to wear of the angle wire, the play of up/down knob; the bending angle in the up direction and due to clogging of nozzle, water removal ability, the standard value was not meet. In addition to what was reported in b5 the following additional finding: the control unit was damaged; the distal end and the plastic distal end cover had a burn. The connecting tube, protector of the universal code on the suction connector side, the universal cord and the bending section cover had scratches. The connecting tube, the adhesive around the light guide lens, adhesive around the objective lens and paint on suction cylinder had peeled. The adhesive on the bending section cover had a white- clouded area, was cracked and chipped. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water and the nozzle was cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.